Event description:
Patient was undergoing embolization for mca bifurcation aneurysm. Two stents were placed in a y-configuration then five penumbra 400 coils were successfully placed in the aneurysm using a pxslim microcatheter for access. During placement of the sixth coil the physician stated that the pxslim kicked out of the coil mass, and he tried to track the pxslim back over the coil. It then became apparent that the coil had unintentionally detached within the lumen of the pxslim. The physician tried to advance the coil into the aneurysm using the pxslim, but was not successful. The pxslim was then removed from the patient, leaving the detached coil in the right ica. A contrast injection was performed which migrated the coil into the right a2 where it was completely occluding flow in the anterior circulation. An alligator device was used to try and snare the coil, but was not successful. A solitaire stent was then deployed to trap the coil which was successful in moving and trapping it in the a1. During the case the patient also suffered ¿bleeding¿ in some capacity. The patient condition is reported as improving, but is not fully known.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot have been reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device implanted in patient.